Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" display message while wearing the adc freestyle libre sensor for 7 days. Customer further reported that on (B)(6) 2019 she lost consciousness and that a non-healthcare professional injected the customer with glucagon. No further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor plug was returned and was fully seated. Performed visual inspection of the sensor tail, observed watermark at base of the tail. Sensor was reprogrammed and sim-vivo test was performed. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving a "replace sensor" display message while wearing the adc freestyle libre sensor for 7 days. Customer further reported that on (B)(6) 2019 she lost consciouscness and that a non-healthcare professional injected the customer with glucagon. No further treatment was required. There was no report of death or permanent impairment associated with this event.